Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the hospital due to not feeling well with their heart rate at a certain value. T-wave oversensing (twos) was noted on the right ventricular (rv) lead. Reprogramming was performed on the lead. It was later noted that the patient was still having symptoms and complaining of palpitations, feeling "flutters" and breathlessness. The device printout appeared to show premature ventricular contractions and premature atrial contractions, but no twos was seen. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.